Event description:
It was reported on an unknown date postoperative x-rays revealed radial head prosthesis loosening. The patient was revised on an unknown date. This is report 2 of 2 for complaint (B)(4). This report is for an unknown radial stem.

Manufacturer narrative:
Additional narrative: a review of the device history records was completed: nemcomed (now known as avalign technologies-nemcomed) manufactured the 8mm ti straight radial stem, part 04.402.008 and lot. Initially, the part conformed to the supplier¿s certificate of conformance and was inspected and conformed to the synthes final inspection sheet. The parts were labeled (one part was scrapped at labeling for unspecified reasons), packaged, sterilized at (B)(4) and released to the warehouse on april 9, 2013, with expiration date march 31, 2018. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hardware was removed and patient was revised to a total elbow.

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for a radial stem, catalog and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.